Event description:
A malfunction alarm was reported with malfunction code 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer received assistance from technical support to reset the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction code reappears, which the customer acknowledged and understood.